Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultralink meter was reading inaccurately erratic and inaccurately high compared to both another meter (brand not reported) and compared to his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that he was unable to recall when the alleged inaccuracy issue first began. The patient claimed obtaining blood glucose readings of ¿84 and 71¿ with the subject meter and ¿70 and 64 mg/dl¿ with the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient also claimed obtaining blood glucose readings of ¿84, 71 and 81 mg/dl¿ with the subject meter, performed within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results falls within lfs¿ criteria for precision. Furthermore, the patient felt that these back-to-back results were high compared to his feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with self-adjusted insulin (type and dose not reported) and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that an unknown time after the alleged issue began, he developed symptoms of feeling ¿dizzy and sleepy.¿ the patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the results. The csr established that the subject test strips had expired in july 2016. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began.